Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot# available for review. Investigation methods/results: customer did not return the implant for inspection. Root cause probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 3034554 rev 1.0 (hahn tapered implant system instruction for use) contains the following statement in implant placement section: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability. IFU 3034554 rev 1.0 (hahn tapered implant system instruction for use) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration.". IFU 3034554 rev 1.0 (hahn tapered implant system instruction for use) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment.

Event description:
It was reported that the inclusive tapered failed. The patient bone grade is noted as grade I. The patient has no medical or dental history prior to implant. The patient presented on (B)(6) 2020 for implant placement on tooth #29. The device was removed the same day. Provider states that there was not enough torque when trying to seat the implant and lacked stability.